Manufacturer narrative:
The subject stent was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. Based upon olympus's hearing from the doctor, the front tip of a flap was peeled up, but the back tip of it was not. Since the back tip was there along the stent, it is speculated that the back tip was stuck in the stricture. According to the doctor's speculation, the cause for the stent's breakage is due to too much heavy load beyond our imagination added to it, when the doctor tried to retrieve the stent. Based upon the above observation, the cause is considered to be as follows; the doctor made the insertion tube of the endoscope straight in the branching of the bile duct, and retrieved the endoscope. However, actually, the stent was not along with configuration of the bile duct. The back tip of the flap of the stent was stuck in the stricture. Since the subject device was discarded, it is impossible to identify the lot number . Accordingly, as a result of investigating the lot number in delivery records of the facility, that of subject device is either of 47k, 44xk or 4zk. Based upon our confirmation of the manufacturing record of the above lots, nothing abnormal was detected. There is the following description in the instruction manual. (Retrieval of the stent). When withdrawing this stent, confirm under x-ray that the inserted part of it is free from kinks and is not stuck in the stricture. Otherwise, it could cause migrating or falling off from the papilla. When retrieving this stent from the bile duct, grasp a part avoiding the vicinity of side hole or side flap as much as possible, and slowly withdraw it with the endoscope along the bile duct observing fluoroscopic images. If a part around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, this instrument may break and leave debris in the bile duct. Do not retrieve this stent in other methods than described in this instruction manual. Otherwise, it could cause migrating or falling off from the papilla and could damage the instrument.

Event description:
A doctor tried to grasp the stent (pbd-v631p-0713j) with a grasping forceps and to retrieve it with an endoscope, however, he could not make it, hindered by too much resistance. He tried other methods including grasping the edge of the stent by a snare through the scope, but in vain. After that, he tried to withdraw the stent with the scope with more force, and the stent was cut off. On the later day, the doctor made the insertion section of the scope straight in the depth of the bile duct for trying to withdraw it smoothly, and then, he could retrieve the stent with some resistance.